Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found a cracked right plunger case. Device underwent syringe delivery testing; unable to confirm the reported customer complaint. Device noted to operate within specification. System advisory maintenance recommended alarm was noted at power up-customer did not push the silent alarm button in order to operate on the pump.

Event description:
Information was received indicating that a smiths medical medfusion pump was not infusing. No patient was involved, and no adverse events were reported.